Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, at an unknown time after implantation of a trapease vena cava filter, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt). Per the medical records, the patient had a history of bilateral lower lobe pulmonary emboli, prostate cancer status post x-ray therapy and brachytherapy with hematuria. The filer was successfully deployed and the patient tolerated the index procedure well and left to recovery in stable condition. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required, extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form, the patient is suffering from pain and discomfort. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15756986) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required, extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates that the patient is suffering from pain and discomfort. According to the medical records, the patient had a history of bilateral lower lobe pulmonary emboli, prostate cancer status post x-ray therapy and brachytherapy with hematuria. The filer was successfully deployed and the patient tolerated the index procedure well and left to recovery in stable condition